Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during a device update an error message displayed. The device was reinterrogated though the communication error still appeared. Technical services discussed collecting a session for review. The device remains implanted.